Event description:
The patient came in due to signs of an infection and the pathogen is unknown. About 3 months after the primary surgery, the surgeon performed a washout and revised the poly and the surgery was completed successfully. Patient originally had competitor implants and was revised to medacta hinge.

Manufacturer narrative:
Batch review performed on 19 october 2022 on lot 1905574: (B)(4) items manufactured and released on 24-sep-2019. Expiration date: 2024-sep-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.